Event description:
"Bile leaks post-op."

Manufacturer narrative:
Inspection summary: two used clip appliers were returned. The first sample, lot 1053512, had 16 clips remaining, all of which were successfully fired. The second sample, from lot 1055630, had significant damage at the jaws. One of the two jaw halves had been bent inward which reduced the space between the two jaws by half. Under these conditions, the device cannot function. A review of the mfg records for both lots revealed no unusual events during construction; all devices had passed all inspection criteria including test firing 2 clips before release to inventory. The source of the damage to the jaw of sample 2 remains undetermined. Add'l lot #1053512.